Event description:
It is reported that pt was revised due to distinctive metallosis and osteolysis in the femur area. Protasul head shows signs of wear.

Manufacturer narrative:
(B) (4). No product was returned for evaluation. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of a device deficiency causing or contributing to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional info be received that changes this conclusion, an amended medical device report will be filed. Zimmer considers the investigation closed. (B) (4).